Event description:
It was reported to medtronic neurosurgery that the doctor found the device to be leaking when tested pre-operatively. According to the report, a new device was used to complete the surgery. Reportedly, the patient's current condition is normal.

Manufacturer narrative:
The returned valve was patent. It met the requirements for leak, siphon, reflux, pressure-flow and pre-implantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.